Event description:
The patient reported that their pump stopped in june 2012. The patient confirmed that ¿the pump stopped and then they just programmed it back again¿. The patient stated that their husband had to rush them to the emergency center because they were sick. The patient confirmed that she was sick, could not keep ¿nothing down¿, and all she did was throw up constantly. The patient stated that it made her ¿deathly sick¿. The medication used within the system was unknown.

Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).